Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation suggests that this case might be related to the issues for which zimmer implanted a notification in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom acetabular component on an unk date. There is no further info regarding the implant or revision. Currently, the pt is being monitored due to unk reasons. Since the exact implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented a notification in july 2008.